Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to swelling with edema throughout the body and lungs, indicating a possible infection. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead had shown signs of edema, with swelling throughout the body and lungs, indicating a possible infection. The patient could not breathe. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. There was no information that this rv lead will be returned.